Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had pain at the ipg pocket. The patient stated it was the position of the ipg that was the issue. Follow up identified the patient was scheduled for an appointment with the physician regarding the issue.